Event description:
A malfunction on the customer's pump was reported, specifically showing a malfunction code of 16. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.